Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however, the front panel touch screen remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to be burnt. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the touch screen became operational. There is visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. An accelerated stress test was performed and passed. No fluid leaks in the test cassette during the accelerated stress test. The mushroom head check passed. An internal visual inspection of the returned cycler showed no signs of abnormalities, tested negative for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that there was a fluid leak inside the liberty select cycler. Patient stated that they were not connected and that the leak occurred in the cassette door but then stated that the tubing had ballooned up. The fresenius technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. Patient was already performing manual therapy. Upon follow up it was determined the patient was able to complete treatment. No adverse events were experienced and no medical intervention was required.